Event description:
A physician reported a pt who was skin tested in september 1998 with no response and subsequently treated in the nasolabials, angle of mouth, and glabella in september 1998. In october 1998 the pt developed granuloma like symptoms at the injection sites which persisted on 20 january 1999. The physician prescribed oral cortisone; only short improvements of the symptoms during the intake of cortisone were noted. The symptoms were considered product related.